Manufacturer narrative:
The customer troubleshot with technical support and was advised to complete the v60 pneumatics testing and identify anything that is out of specification. Multiple attempts were made to obtain additional information and on the repair/service of the device that have been unsuccessful.

Manufacturer narrative:
Report date: (B)(6) 2021. It is unknown if the device was in patient use when this event occurred. Additional information has been requested. There was no harm or injury reported.

Event description:
It was reported that the ventilator would not stay in standby mode. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The customer troubleshot with technical support and was advised to complete the v60 pneumatics testing and identify anything that is out of specification. The investigation is ongoing.